Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in this case, no harm was done to the patient and no fragments fell into the patient. If the fragments fell into the patient, the operating room staff will find the instrument fragments and report it to the hospital management.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.418" x 0.083" was found to be broken off. The broken piece was not returned / returned. Components adjacent to this broken blade do not show damage. The complaint regarding the instrument stopped working and system cannot recognize, was confirmed by failure analysis. Common causes of broken instrument blades are attributed to use conditions. Root cause of a failed energy recognition test is attributed to a cracked blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the harmonic ace instrument stopped working and was no longer recognized. No fragment fell into the patient. The procedure was completed with no reported injury.